Manufacturer narrative:
Correction: the lens was removed and exchanged with a shorter length lens due to observation of excessive vault. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -8.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and exchanged with a shorter length lens during the same surgery (intraoperatively) due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and dry residue on the lens surface. Claim# (B)(4).